Event description:
The customer reported via phone call that they were unable to rewind the insulin pump. Customer stated they removed the battery prior to the prime anomaly occurring. The customer stated there was a black circle present on the insulin pump's screen. The customer was also unable to set the time or date on the insulin pump. Troubleshooting was unable to resolve the prime anomaly. It was also found a battery out limit alarm occurred after replacing the battery. The customer's blood glucose was unknown. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.